Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level had rose to 300 mg/dl. Once the patient removed the pod it was discovered that the needle had not fully retracted upon initial deployment.

Manufacturer narrative:
The returned device was evaluated and the formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, score marks were found on the top housing and the needle mechanism fully retracted. A scratch was observed on the linkage assembly. These findings indicate interference between the linkage assembly and the top housing. These findings were not observed to effect the devices ability to delivery insulin as intended.